Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 08/31/2015. Additionalnarrative: it was reported that the patient underwent c-section at the end of (B)(6), beginning of (B)(6) 2015. The suture was used on the perineum. It was reported that no additional procedure was performed and the surgeon put some medicine on the patient's wound.

Event description:
It was reported that the patient underwent c-section on an unknown date and suture was used. Approximately 4 days following the procedure, the suture was broken and it was suspected that the suture degraded or absorbed in advance. No more action has been taken. There were no adverse patient consequences reported.